Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed downstream occlusion calibration. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. The investigation determined that an inoperable downstream occlusion sensor could be a probable, but unconfirmed, cause of the reported issue. If the product is returned this complaint will be reopened for further investigation. The device history record review indicated that during the manufacture of the device the latch lock flex sensor was reworked, but the device passed functional tests after the rework and the investigation did not indicate a manufacturing defect. Per service history review this device has not been in for service previously.